Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 430 mg/dl. The customer reported the infusion set had a bent cannula. The customer treated for the high blood glucose levels with the insulin pump bolus. The customer¿s current blood glucose level is 330 mg/dl. The customer did not complete troubleshoot after the infusion set bent cannula was found. The customer did mention skin irritation, however declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.